Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. It was discovered at a follow-up exam about 45 days post-implant due to an increased pacing threshold. It was not possible to extract or reposition the rv lead so its pace/sense portion was capped and replaced with a new pace/sense lead. No adverse patient effects were reported.